Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump delivered properly all bolus programmed during testing. The drive support disk was inspected and no anomaly was noted. All buttons responding properly. The insulin pump had cracked case at the battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had delivery anomaly and low delivery. The customer states their blood glucose levels had dropped to 40mg/dl and 60mg/dl. The customer treated the lows with food. The customer called about receiving letter regarding pump replacement. The customer did not request replacement at this time.